Event description:
The device was used during laparoscopic cholecystectomy procedure. Reportedly, the product produced shavings that were visible in the pt's abdomen. The hospital has reported no pt's injury occurred.